Event description:
A healthcare professional reported that during calibration, an ophthalmic footswitch shroud was not latching down.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.1, d.4, d.9, h.3, h.4, h.6 and h.11. The company representative was present at the site confirmed and replicated the reported event. Investigation of the reported event found that design of the shroud push-push arm and the track block needed improvement. There was no service record relevant to the complaint reported event, found. All surgical systems are verified to meet specifications after installation and customer-initiated servicing. The root cause of the reported event is attributed to the customer¿s dissatisfaction with the system's irrigation power. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was not performed. As the unit was manufactured exclusively under specific protocols/surgical procedures protocols, a similar complaint review of the serial number was not performed. The root cause of the reported event is attributed to design of the shroud track block and the push-push arm. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).